Event description:
The pt was being treated with intrathecal baclofen therapy. The pt had withdrawal symptoms and return of spasticity. A roller study and dye study were done with normal results. The hcp decided to replace catheter anyway. While in surgery, they noticed that the silicon cover on the catheter port prong was coming off. There was a question if there could be a leak as a result. Also, there was a micro catheter near the catheter connector. Both the pump and catheter connector portion were replaced. The pt resumed therapy. Per the physician office, pt was "doing well after device/catheter replacement and resuming drug to therapeutic dosage".

Manufacturer narrative:
(B) (4). The implantable pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.